Manufacturer narrative:
Date of event: week of (B)(6) 2020. Exact date of death is unknown.

Event description:
It was reported that the patient passed away for an unknown reason. The physician assessed that the passing was not believed to be device or procedure related.

Manufacturer narrative:
Additional suspect devices model sc-2317-70, infinion cx lead kit, 70cm, serial number (B)(4). Model sc-4318, clik x anchor sterile kit, lot number 24397791. Week of (B)(6) 2020. Exact date of death is unknown.

Event description:
It was reported that the patient passed away for an unknown reason. The physician assessed that the passing was not believed to be device or procedure related.